Event description:
It was further reported that the ipg was reprogrammed with no symptoms or complications since.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was experiencing symptoms of involuntary arm shaking and a feeling like their legs were going to give way. One second pauses were also observed in at least one instance. An increase in ventricular pacing had recently been noted. Programming options were discussed and the implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.